Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed, and was determined to be caused by a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for low drain volume alarms is in progress through (B)(4).

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during drain 3 of 4, the home patient (hp) reported that the patient line was leaking. The hp requested assistance to end therapy. The technical service representative (tsr) assisted the hp to end therapy. The hp would contact the nurse regarding use of manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the leak, it was revealed that the tubing had accidently wrapped around hp's portable space heater that sits underneath hp's bed, and it melted the tubing causing the tubing to leak. Per nurse, hp is doing fine. The nurse stated that they monitored the hp for a few days after the event, and there were no issues. The nurse confirmed that the hp did not have any injury or harm as a result of this incident. Per nurse, hp will take precaution to keep the tubing in a secure place. The nurse stated that there were no holes or defects on the supplies. Per nurse, the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No medical intervention was indicated. No further information was provided.